Event description:
According to the reporter, on the first staple firing of the sleeve on a laparoscopic sleeve procedure, the stapler did not fire and the jaws of the device locked on the tissue. When the surgeon pressed the fire button, it flashed for a moment and then it stopped flashing and went back to green. Then, the lcd displayed was asking for the adapter to be reattached to the power handed. It was done but it could not open staple load. They reset the handle with both safety buttons depressed but it did not solve the problem either. Manual retraction tool was used to open the device. Different device was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Device evaluation post market vigilance led an evaluation of one device. Visual inspection of the returned loading unit noted that the channel connectors of the loading unit were bent /deflected away from the inside channel wall of the loading unit. Functionally the loaded unit was able to communicate with the representative handle but was unable to recognize a new staple cartridge. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.